Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient stated they were allergic to the device. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient stated they were allergic to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed based on a change to the evaluation conclusion code in section h6 of this report.